Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer had not taken any action to address bg level at the time of troubleshooting. Reportedly, the continued to use the pump for insulin therapy.